Manufacturer narrative:
As received, the device was returned for analysis. Visual analysis revealed damage to the left ventricular (lv) septum of the device. Analysis found that an excessive application of filament (med-a) was used that filled the lv-setscrew threads. The med-a was most likely not set completely and flowed into the inner portion of the septum which glued the septum to the setscrew. The lv-setscrew inset also had med-a in it most likely from the med-a that flowed into the septum. The setscrew could not be tightened normally because it was glued to the septum and the med-a in the setscrew inset limited wrench insertion needed to tighten the setscrew. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the set screw was unable to be tightened. The device was explanted and replaced, and the patient was stable with no adverse consequences.